Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patient anatomy or accessory devices. In this case, it is possible that inadvertent mishandling during unpackaging of the device may have contributed to the reported dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an 8.0x39mm over-the-wire omni elite vascular balloon expandable stent system was opened, the stent dislodged when removing the stent system from the dispenser coil and was not located in the protective sheath. The stent delivery system was not prepped. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.